Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Sample obtained by company representative. (B)(4).

Event description:
A surgeon reported that an advisory code was displayed on the console and there was not irrigation in the infusion line during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report.(B)(4).

Event description:
Additional information was received from the customer and they indicated the message was displayed during priming and the test failed. Therefore infusion was not available.